Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was tested with master lot strips and qc material qc 1: 2.3 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. The result of 2.2 inr on (B)(6) 2018 alleged by the customer was not observed in the meter¿s patient result memory. It is therefore questionable if the complaint is justified.

Manufacturer narrative:
(B)(6). Occupation is lay user/patient.

Event description:
The patient's wife complained of discrepant inr results with coaguchek xs meter with serial number (B)(4) compared to an unspecified laboratory method. The patient tested on the meter in the morning with a result of 2.2 inr. The patient was having severe leg pain at this time and went to the hospital that same morning. The result at the hospital laboratory was 1.7 inr. The patient had blood clots in his leg and was admitted for 10 days. The patient's therapeutic range is 2.5 - 3.5 inr. The result of 2.2 inr was lower than his therapeutic range and correctly alerted him to seek treatment. The patient is feeling ok. The patient is on a high protein diet. The meter and test strips were requested for investigation. Relevant retention test strips (lot 186865) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.